Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow up report will be provided when the inspection results are available.